Event description:
Customer reported that the nurse noticed dripping of fluid immediately below pump at start of a paclitaxel infusion. It was estimated that approx 30 mls dripped onto the floor. The nurse stated the leak appeared to be coming from the pumping segment inside the pump. There was no harm to the pt and no medical intervention was required. Although requested, no further pt or event info has been provided.

Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.